Event description:
Patient reports pump dispensed insulin during load cartridge phase.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: a review of the pump history indicated that loss of cartridge detection had occurred which was duplicated during testing. Evaluation revealed a dislodged display screen and dislodged force sensor pins. Unrelated to the complaint, evaluation revealed a discolored display screen, an unresponsive contrast button, and contamination under all button key contacts. A discolored display screen and unresponsive contrast button have no effect on insulin delivery function. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6). Correction number: 2531779-03/24/2010/003-r.